Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device overheated during operation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon subsequent follow-up with the affiliate, additional information was received. The reporter confirmed that the event occurred during surgery. It was further reported that in addition to the device overheating, it was also noisy. There was patient involvement reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.